Event description:
Pump reset screen appeared unexpectedly, but there was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump reset itself and successfully resumed insulin therapy.